Manufacturer narrative:
A ge service representative performed an on site investigation. A loose wire going to the r1 potentiometer was found. All the connections were reseated. The system was then found to be working as intended.

Event description:
The customer reported the table's movements were not operational. No reports of patient or staff injury.